Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that the system control unit (scu) of the device was generating failure in communication with the camera. No further information available. Patient presence unknown.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. The system control unit (scu) of the device was generating failure in communication with the camera. The damaged scu was not replaced yet as a fault was caused during the transport of the part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.